Manufacturer narrative:
Updated b5 describe event or problem and f10: device codes with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements high out of range. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported. Additional information was received stating this lead was deemed to be fractured due to an ablation procedure the patient underwent. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements high out of range. Subsequently, this lead was explanted and replaced. No adverse patient effects were reported.